Event description:
Reference number (B)(4). Event occured in the united states. It was reported that patient faced infusion set cannula bent event on (B)(6) 2025. The blood glucose level was 325mg/dl with symptoms including nausea and sweating. The patient changed infusion site and blood glucose levels came down. No further information available.